Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient experience elevated blood glucose of 469 mg/dl. The blood glucose reading became elevated after the infusion set was changed at 2 pm on the day of the call. By 9 pm, the patient blood glucose was elevated to 448 mg/dl and by 10 pm, 469 mg/dl. At the time of concern, the patient had moderate ketones and vomited twice. The reporter administered 6.5 units of rapid acting insulin via syringe while the basal rate was at 100%. During troubleshooting, the reporter was advised to change the infusion site/set and decreased the temporary basal rate to 50%. There is no evidence a product malfunction was associated with the reported incident. At the time of the call to animas, the patient was off of insulin pump therapy until the reporter could change out the infusion site/set. This complaint is being reported because the patient had elevated blood glucose readings and moderate ketones while on insulin pump therapy. Although there was no evidence of a product malfunction, use error and intentional misuse associated with the animas product could not be ruled out as a contributor of the reported incident.